Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2017 with the following findings: the battery compartment was found to be cracked. Initial reporter: (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was found to be cracked. This report is made based on results of investigation completed on 08/27/2017.